Event description:
When performing an aortic valve replacement with repair of the ascending aorta aneurysm, bleeding was observed from every suture needle-hole at the proximal anastomosis site during the implantation of a vascular prosthesis. Suture line was reinforced with felt pledgets. Blood clotting pledgets were administered and tisseel was used on the suture line to stop bleeding. It was reported that the patient is recovering.